Manufacturer narrative:
(B)(4). Investigation summary the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported device was not returned for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a total knee arthroplasty during the trialing of a fixed bearing posterior stabilized insert. When trying to extract the articulating surface the tibial trial extractor edge snapped.